Event description:
It was reported that the safety hook was broken off the cot during unloading from the ambulance. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the safety hook was broken off the cot during unloading from the ambulance. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Reporting the correct product 9996386900, safty pin rugged and serial number, (B)(4).